Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the cutters were found to fail testing; however, the repair was not completed because the cutters cannot be repaired. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the mesh was incomplete. Investigation showed that the cutters were damaged and unable to pass the mesh test. There was no adverse event reported as a result of this malfunction.